Event description:
The following literature publication was reviewed: palm, e., valtola, a., manninen, h. And saari, p., 2022. A modified candy-plug technique to occlude false lumen in aortic dissection. Cvir endovascular, 5(1), p.57. The article is a single case study of a 28-year-old male patient who presented with a type a dissection of the ascending aorta in september 2013 and who was treated with emergency repair using a bentall technique, replacing the hemiarch and proximal part of brachiocephalic trunk with tubular prostheses. The patient tolerated the procedure. Six days following the procedure, the patient presented with a dissection distal to the left subclavian artery (lsa) with a narrow true lumen. This dissection was resolved without a reintervention. In (B)(6) 2020, mra imaging showed a maximum proximal descending aortic diameter of 58 mm, indicating an increase of 2.5 mm per year since the original intervention. The true lumen diameter measured 9 mm and the false lumen measured 49 mm. The patient also presented with a grade iii/IV mitral valve regurgitation and the left ventricle of the heart had begun to dilate. In (B)(6) 2021, the patient was treated with aortic arch reconstruction using a thoraflex¿ hybrid device in a frozen elephant trunk technique. The mitral and tricuspid valve were also repaired. The lsa was untreated. Five days after the (B)(6) 2021 reintervention, CT imaging showed backflow into the false lumen. On the next day, the patient was treated with thoracic endovascular repair (tevar) using a gore® tag® conformable thoracic stent graft with active control system (ctag). Two pairs of intercostal arteries at the level and 15 mm proximal to the ostium of the truncus celiacus were left uncovered to reduce the risk of spinal ischemia. The patient tolerated the procedure. In (B)(6) 2021, CT imaging showed continued growth of the false lumen likely due to a tear at the level of the renal arteries. The proximal descending aorta increased to a maximum diameter of 60 mm. In (B)(6) 2021, the diameter had grown to 69 mm, and it was decided to treat the patient with a custom candy plug device. An additional ctag device was implanted as a continuation of the previous devices with the distal end landing near the celiac trunk. A candy-plug device was created using a gore® excluder® aaa endoprosthesis and an amplatzer¿ vascular plug and implanted into the false lumen adjacent to the existing tevar. The patient tolerated the procedure.

Event description:
The following literature publication was reviewed: palm, e., valtola, a., manninen, h. And saari, p., 2022. A modified candy-plug technique to occlude false lumen in aortic dissection. Cvir endovascular, 5(1), p.57. The article is a single case study of a 28-year-old male patient who presented with a type a dissection of the ascending aorta in (B)(6) 2013 and who was treated with emergency repair using a bentall technique, replacing the hemiarch and proximal part of brachiocephalic trunk with tubular prostheses. The patient tolerated the procedure. In the literature it is reported that genetic testing of the patient revealed no other hereditary disorders than myh11 gene mutation (ehlers-danlos syndrom). Six days following the procedure, the patient presented with a dissection distal to the left subclavian artery (lsa) with a narrow true lumen. This dissection was resolved without a reintervention. In (B)(6) 2020, mra imaging showed a maximum proximal descending aortic diameter of 58 mm, indicating an increase of 2.5 mm per year since the original intervention. The true lumen diameter measured 9 mm and the false lumen measured 49 mm. The patient also presented with a grade iii/IV mitral valve regurgitation and the left ventricle of the heart had begun to dilate. In (B)(6) 2021, the patient was treated with aortic arch reconstruction using a thoraflex¿ hybrid device in a frozen elephant trunk technique. The mitral and tricuspid valve were also repaired. The lsa was untreated. Five days after the (B)(6) 2021 reintervention, CT imaging showed backflow into the false lumen. On the next day, the patient was treated with thoracic endovascular repair (tevar) using a gore® tag® conformable thoracic stent graft with active control system (ctag). Two pairs of intercostal arteries at the level and 15 mm proximal to the ostium of the truncus celiacus were left uncovered to reduce the risk of spinal ischemia. The patient tolerated the procedure. In (B)(6) 2021, CT imaging showed continued growth of the false lumen likely due to a tear at the level of the renal arteries. The proximal descending aorta increased to a maximum diameter of 60 mm. In (B)(6) 2021, the diameter had grown to 69 mm, and it was decided to treat the patient with a custom candy plug device. An additional ctag device was implanted as a continuation of the previous devices with the distal end landing near the celiac trunk. A candy-plug device was created using a gore® excluder® aaa endoprosthesis and an amplatzer¿ vascular plug and implanted into the false lumen adjacent to the existing tevar. The patient tolerated the procedure.

Manufacturer narrative:
B5: updated description in the literature it is reported that genetic testing of the patient revealed no other hereditary disorders than myh11 gene mutation (ehlers-danlos syndrom). This type of connective tissue disorder may cause new entry tears. Therefore the reported event is considered to be patient-related. The myh11 gene mutation was pre-existing prior to implantation of the gore devices and the required reintervention is attributed to complications resulting from the connective tissue disorder. Based on this information the presents event no longer meets the definition of a reportable serious injury attributable to the gore device. Therefore the report is retracted.

Manufacturer narrative:
The following literature publication was reviewed: palm, e., valtola, a., manninen, h. And saari, p., 2022. A modified candy-plug technique to occlude false lumen in aortic dissection. Cvir endovascular, 5(1), p.57. Within this literature two events have been reported. They are reported with report numbers 2017233-2023-03896 and 2017233-2023-03897. Cause investigation and conclusion: a request was emailed to the author to clarify device information and the cause of false lumen perfusion following the tevar procedure. Furthermore patient outcome and dicom imaging datasets have been asked to be shared with gore for evaluation. The author responded that "the most likely reason behind the rapid growth of the aneurysm was undoubtedly the large re-entries in the visceral segment of the descending aorta and the process itself had nothing to do with gore products per se." A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Clinical images enabling direct assessment of product performance were not provided for evaluation. The device remains implanted therefore a device evaluation could not be performed. The risk management documents for the gore® tag® conformable thoracic stent graft with active control system were reviewed. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. The benefit of the product has been assessed against the overall residual risk and determined that the benefit of the product outweighs the risk to the patient. Ongoing risk/benefit assessment and acceptability of residual risk serves to reaffirm risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore monitors complaints closely to ensure that risks remain within the bounds estimated in the risk management documents. Based on the event description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. However, as reported by the author, the large re-entries in the visceral segment of the descending aorta are the most likely reason for the rapid aneurysm growth requiring reintervention. It appears that the reported aneurysm growth is related to a patient condition.

Event description:
The following literature publication was reviewed: palm, e., valtola, a., manninen, h. And saari, p., 2022. A modified candy-plug technique to occlude false lumen in aortic dissection. Cvir endovascular, 5(1), p.57. The article is a single case study of a 28-year-old male patient who presented with a type a dissection of the ascending aorta in september 2013 and who was treated with emergency repair using a bentall technique, replacing the hemiarch and proximal part of brachiocephalic trunk with tubular prostheses. The patient tolerated the procedure. Six days following the procedure, the patient presented with a dissection distal to the left subclavian artery (lsa) with a narrow true lumen. This dissection was resolved without a reintervention. In december 2020, mra imaging showed a maximum proximal descending aortic diameter of 58 mm, indicating an increase of 2.5 mm per year since the original intervention. The true lumen diameter measured 9 mm and the false lumen measured 49 mm. The patient also presented with a grade iii/IV mitral valve regurgitation and the left ventricle of the heart had begun to dilate. In march 2021, the patient was treated with aortic arch reconstruction using a thoraflex¿ hybrid device in a frozen elephant trunk technique. The mitral and tricuspid valve were also repaired. The lsa was untreated. Five days after the march 2021 reintervention, CT imaging showed backflow into the false lumen. On the next day, the patient was treated with thoracic endovascular repair (tevar) using a gore® tag® conformable thoracic stent graft with active control system (ctag). Two pairs of intercostal arteries at the level and 15 mm proximal to the ostium of the truncus celiacus were left uncovered to reduce the risk of spinal ischemia. The patient tolerated the procedure. In april 2021, CT imaging showed continued growth of the false lumen likely due to a tear at the level of the renal arteries. The proximal descending aorta increased to a maximum diameter of 60 mm. In november 2021, the diameter had grown to 69 mm, and it was decided to treat the patient with a custom candy plug device. An additional ctag device was implanted above the original device with the distal end landing near the celiac trunk. A candy-plug device was created using a gore® excluder® aaa endoprosthesis and an amplatzer¿ vascular plug and implanted into the false lumen adjacent to the existing tevar. The patient tolerated the procedure.

Manufacturer narrative:
The investigation is ongoing. Preliminary results or conclusions are not yet available. A request was emailed to the author to clarify device information and the cause of false lumen perfusion following the tevar procedure. Further more patients outcome and dicom imaging dataset have been asked to be shared with gore for evaluation. The answer is pending. H3-other: the device remains implanted in the patient. Therefore a device evaluation could not be performed. It was reported "in march 2021, the patient was treated with aortic arch reconstruction using a thoraflex¿ hybrid device in a frozen elephant trunk technique. The mitral and tricuspid valve were also repaired. The lsa was untreated. Five days after the march 2021 reintervention, CT imaging showed backflow into the false lumen. On the next day, the patient was treated with thoracic endovascular repair (tevar) using a gore® tag® conformable thoracic stent graft with active control system (ctag)." Therefore 07-mar-2021 was used as the onset date of implantation as a best estimate. It was reported that "in april 2021, CT imaging showed continued growth of the false lumen likely due to a tear at the level of the renal arteries. The proximal descending aorta increased to a maximum diameter of 60 mm." Therefore 01-apr-2021 was used as the onset date of the event as a best estimate. Within this literature two events have been reported. They are reported with gore reference numbers: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.